Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 17427665. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17718371.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure due to the implantable pulse generator (ipg) not working as expected and lead migration, which resulted in inadequate stimulation and loss of therapy. Magnetic resonance imaging (MRI) preferences were also a contributing factor. The patient underwent an ipg and lead revision procedure wherein the devices were explanted and replaced. The patient was doing well post operatively. The devices were retained by the facility and will not be returned for analysis. Electrocautery was used.